Manufacturer narrative:
The insulin pump was received with no act button response due to a flattened button dome switch. They were unable to verify for the compromised force sensor system alarm or perform the prime/compromised force sensor system test due to no act button response. They were unable to verify for the display anomaly due to no act button response. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 11.6 mmol/l. Customer confirmed that she could rewind and start doing the filling but she never reached the stage where the pump displays the message: "are you disconnected?" Customer was advised that the pump will need to be replaced.